Event description:
The bipap a40 device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that there was a failure of the outlet pressure sensor (error code 86). Error code 86 is a ventilator inoperative code, and it was recommended by the service technician that the printed circuit assembly (pca) be replaced due to this error. The technician also noted the presence of foam degradation in the device. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination. The device was scrapped by the service center after the evaluation was completed.